Manufacturer narrative:
B3: date of event is estimated. The inogen team attempted to contact the patient for further information three times with no response. As the device is not returned, no other information is available at this time to determine any other probable cause and/or the exact cause of the event. If the device is received an investigation will be conducted and a follow up will be submitted if required.

Event description:
It was reported that the patient's device was displaying the system hot error message and the patient went to the hospital due to the issue. A replacement device was sent out to the patient. No additional information is available at this time as multiple attempts to contact the patient were unsuccessful.